Event description:
It was reported that an oversensing of far r waves was observed. Programming changes were recommended. The patient will continue to be monitored. No further information is available.